Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6) 2008. According to the complainant, the patient experienced injuries (specifics unknown). Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2012, it was reported to boston scientific corporation that the patient, a (B)(6) female, came in for her annual exam on (B)(6) 2012. She reported having problems with both stress and urge incontinence as well as vaginal dryness and hot flashes. The physician examined her and found that she had good support from the sling and there was no evidence of erosion or leakage. She had a negative cough stress test. The physician did not find any evidence of stress urinary incontinence and diagnosed the patient with urge incontinence. He prescribed 2 mg daily of detrol la to treat the patient's urge incontinence. He stated that none of her symptoms were related to the sling device in his opinion. No additional information is available.

Manufacturer narrative:
Information received from phone conversation with physician on (B)(4) 2012.

Manufacturer narrative:
Information received from phone conversation with physician on (B)(4) 2012.

Event description:
The physician reported to boston scientific corporation on (B)(6) 2012 that the patient presented with no problems related to the sling during her last exam in (B)(6) 2012. The patient had good support under her urethra and had a negative stress cough test. No additional information is available.